Event description:
The patient claimed that the animas pump has an intermittent power issue. Animas made several attempts to contact the patient to obtain additional information but was unsuccessful. A letter was sent to the patient requesting a call back. There was no reported patient impact associated with this complaint this complaint is being reported as a malfunction due to the power issue.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump history indicated that one rebooting incident had occurred between (B)(6) 2011 and (B)(6) 2011. The pump's alarm history indicated that a "replace battery" alarm occurred on (B)(6) 2011, and that a partially discharged battery was inserted during the battery change. The pump was exercised with no power issues occurring. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.